Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced and was hospitalized the same day for bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by cloudy effluent. On an unreported date, the patient was treated with unspecified antibiotics (dose, route and frequency not reported). The cause of the peritonitis was unknown. On an unreported date, the patient was re-trained on the proper method of pd procedure. The patient was discharged 26 days after admission. At the time of this report the patient was recovered from this peritonitis event. No additional information is available.